Manufacturer narrative:
S/w version = unknown. Retainer ring = black. Customer returned pump for an alleged blank display found on 08/29/2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, and corroded battery tube.¿ the original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case on corner of belt clip rails, and cracked case above arrow and battery icon. Blank display confirmed due to moisture damage on the pcba 1, pcba 2 and corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported not able to clear alarm. Customer also reported blank display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.